Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. On (B)(6) 2024, it was reported that the patient experienced weakness and dka. The patient reported values and took the measurements and the cgm was 70 mg/dl and the bg reading was 20 mg/dl but these values are not for this event, these values were related to the sae event documented in (B)(4). There were no specific values documented for this event. The patient called his mother and she took him to the hospital. At the ER the patient was treated with insulin by the nurses and unspecified injection (the patient couldn´t provide more specific information). The patient was hospitalized for 1 week at least (as he wasn´t sure the exact amount of time he was at the hospital) and was treated every day with insulin. At the time of the report the patient was recovered. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.